Event description:
It was reported that a smiths medical pump was alarming cassette not properly - reattached cassette. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The dso seal had bubbled, the battery compartment is broken as well as the battery door. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. No fault was found with the functionality of the returned device. The upstream occlusion sensor was replaced to alleviate the event history issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.